Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history with tandem technical support showed the pump battery depleted 35% within one hour. The customer¿s blood glucose level was not impacted, as the pump was not being used on the patient at the time of the event. Reportedly the customer had manual injections as alternate insulin therapy.